Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient history? When was the urethral mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Describe any medical/surgical intervention for urethral mesh erosion including dates and surgical findings. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. Additional information has been requested. The patient presented with hematuria and has been found to have a urethral mesh erosion. The patient was referred to the hospital for consideration of mesh removal. Additional information has been requested.